Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. The returned stylet was found bent what occurred most likely due to mechanical forces applied during the surgery. A new stylet intended for use with the lead could be properly inserted into and advanced within the lead's lumen. In summary, the analysis of the lead did not reveal any peculiarity. There was no sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - when the lead was implanted, the physician noted it was difficult to screw in place. At the 2-day follow-up, it was noted the lead had dislodged. The lead was explanted after 4 days of implantation because it was not possible to fixate this lead.